Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire was not received. (B)(4).

Event description:
A consumer reported that since having a multifocal intraocular lens (iol) implanted in the left eye, his vision is blurry and smeared causing disruption in his life. He reported that a "touch up" laser surgery was performed without visual improvement. The consumer also reported that he was advised by the surgeon to increase the use of drops for inflammation in his eye. Additional info has been requested.